Manufacturer narrative:
Lumenis became aware of multiple adverse event reports after an internet user group discussion began regarding unexpected outcomes to slt treatment for glaucoma. A review conducted by lumenis clinical glaucoma experts concluded the incidence rate of these reports is extremely low and do not affect the risk level of the treatment. A complete history of the patient's case was reported in an article written in glaucoma today by the device operator. No device malfunction was reported; therefore, no device examination occurred. To the best knowledge of lumenis, the device remains in use at the user facility. A review of device labeling found that risks to treatment are known and occur at extremely low rate of treated population. A review by a lumenis health professional and a glaucoma specialist concluded the probable root cause of the reported event to be inappropriate treatment settings employed in contradiction to clinical protocol and device labeling. The healthcare professionals additionally concluded that similar to many surgical procedures slt treatment involves the use of a number of associated devices and medications and that any of these could transmit a viral or bacterial infection. Additionally, the healthcare professionals concluded that the possibility exists that the patients were not appropriate candidates for the procedure or could have had related preexisting conditions or subsequent reactions to the treatments. No device malfunction reported/suspected.

Event description:
It was reported that a patient sustained keratitis and hyperopic shift to the left eye post selective laser trabeculoplasty (slt) to the eyes for treatment of glaucoma. It was further reported the patient's elevated iop was well controlled post slt and vision is slowly improving.